Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown and treatment information was not reported. It was not reported if the patient was hospitalized for the event. Action taken with therapy was not reported. At the time of this report, the patient¿s recovery status was unknown. Additional information was not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.